Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented a remote transmission, non-sustained rv oversensing alert was observed. The device was found to have exhibited post-paced t-wave oversensing on the ventricular channel via review of stored egm. Programming changes were made during the device check. The device remains implanted.